Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, the postoperative axis had shifted fifty degrees. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The prod history records were reviewed and all documents indicate the prod met release criteria. There have been no other complaints rec'd in the lot number. Add'l info was requested by fax and mail on 07/02/2008 and by phone on 07/14/2008. A completed questionnaire has not been rec'd.